Event description:
It was reported that the device was explanted due to no telemetry and no magnet response. No patient complications were reported as a result of this event. The device tested out of specification consistent with the notification advisory for this device.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: the reported no telemetry condition was the result of lifted hybrid bond wires. It was reported that the device was explanted due to no telemetry and no magnet response. No patient complications were reported as a result of this event. The device tested out of specification consistent with the notification advisory for this device. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination wire component/subassembly failure device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy.

Event description:
It was reported that the device was explanted due to no telemetry and no magnet response. No patient complications were reported as a result of this event.